Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. Per the baxter service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: connectors where the bed sections bolt together; tighten as necessary side rail latching mechanisms caster braking systems a search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on december 5, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that gpac frame-assembled brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.